Manufacturer narrative:
W1tr02 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead had possible under-sensed and loss of capture beat noted on current electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.